Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient's blood glucose (bg) reached 500 mg/dl while wearing the pod between 4 and 24 hours on the leg. Patient's mother advised that bg rose to 200 mg/dl in the "early morning," after eating breakfast. Despite multiple boluses, patient's bg rose to 500 mg/dl and patient began to vomit. Subsequently, patient was taken to the hospital, diagnosed with diabetic ketoacidosis, and admitted to the intensive care unit (ICU) overnight. It should be noted that patient was reportedly "entering a diabetic coma," at this point. Treatment included intravenous delivery of insulin and fluids. Device was removed and discarded while in ICU, therefore, not available for return. The patient's blood glucose and insulin history are as follows: time: bg(mg/dl): bolus(u): at 7:00amm 93, ate breakfast, at 7:30am, 200, 1.40. At 9:00am, 464, at 9:30am, 2.55. At 11:00am, 300, at 2:17pm, 500, 2.55. At 4:00pm, 406, at 4:47pm, 0.85. At 6:00pm, 400 at 8:54pm, pod deactivated.